Event description:
Procedure: meniscal repair. Omnispan deployment gun would not fire second backstop, gun jammed. Surgeon has used numerous times with success, this time, it seized up. First backstop deployed perfectly, 2nd would not. From the theatre and (B)(6): "this omnispan gun was faulty as it fired perfectly the first shot and then the spring would not retract, so wouldn't fire the second shot". Deployment gun available for investigation. Exp 04/2014. 228142 omnispan meniscal repair system 27 degree with back stop was used, lot# 3540171 where the first back stop deployed only. Surgeon spent time removing this and it was disposed of. This is not available for investigation. Theatre time delay 10min approx. Repair not completed. See associated medwatch # 1221934-2014-00327.

Manufacturer narrative:
The needle was not returned and therefore not available for a physical evaluation. The reported failure was confirmed on the associated omnispan applier and therefore no further actions are necessary. See associated medwatch # 1221934-2014-00327.